Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that a maxforce dilatation balloon was used in a procedure to remove stones in the biliary tract on (B)(6), 2015. According to the complaint, the contrast media could not be removed from the balloon. Although the balloon was not completely deflated, the device was pulled back and removed through the scope. The procedure was completed upon device removal. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the complaint device revealed that the shaft was stretched as well as kinked. An examination of the lapweld area, through the balloon material, identified no anomalies. Functional analysis showed that the balloon was able to inflated and deflate within specifications. It was noted that the balloon had no tears or holes and did not leak. Although the inflation and deflation times were within the safety specification, it was noted that the stretched shaft would contribute to difficulty during the inflation and deflation process. Therefore, the most probable root cause is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific that a maxforce dilatation balloon was used in a procedure to remove stones in the biliary tract on (B)(6) 2015. According to the complaint, the contrast media could not be removed from the balloon. Although the balloon was not completely deflated, the device was pulled back and removed through the scope. The procedure was completed upon device removal. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.